Event description:
During preventative maintenance of the device, the field service rep reported that the signal strength of the control module was out of specification. The signal strength registered at 31%, while the specification is 50%. The field service rep reported that the flow readings were steady and correct. There was corrosion found on the d connector, where the flow sensor attaches to the control module. Since this event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.